Manufacturer narrative:
Investigation pending.

Event description:
"Caller alleged imprecision with inratio meter. Results as follows:" on (B)(6) 2011: meter inr of 3.3, 4-6-2011: meter inr of 2.2, (B)(6) 2011: 7am meter inr of 7.3, 9:34 am meter inr of 6.0, (B)(6) 2011: meter inr of 7.5. No lab testing conducted. Pt therapeutic range is 1.8-2.2.